Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an secondary infusion issues was not determined because no products or device logs were returned.

Event description:
It was reported that there were flow issues during a secondary infusion of ceftriaxone (2 grams/100ml ) in the intensive care unit. The ceftriaxone was intended to infuse at a rate of 200ml/hour as a secondary bag with a primary bag of 250ml normal saline set to infuse at a rate of 10ml/hour. The clinician indicated that after approximately 50ml of ceftriaxone had infused, the pump began to draw medication from the primary bag instead of the secondary. A member from hospital biomed, clinical informatics, nursing, and the ICU educator attempted to recreate the issue, but could not recreate it. There was patient involvement, but no harm reported.

Event description:
It was reported that there were flow issues during a secondary infusion of ceftriaxone (2 grams/100ml ) in the intensive care unit. The ceftriaxone was intended to infuse at a rate of 200ml/hour as a secondary bag with a primary bag of 250ml normal saline set to infuse at a rate of 10ml/hour. The clinician indicated that after approximately 50ml of ceftriaxone had infused, the pump began to draw medication from the primary bag instead of the secondary. A member from hospital biomed, clinical informatics, nursing, and the ICU educator attempted to recreate the issue, but could not recreate it. There was patient involvement, but no harm reported.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.